Event description:
An adverse event of stroke occurred in 2007. The event was reported to be related to anticoagulation (blood thinners). The following month, the patient apparently had a recurrent episode of stroke with increased confusion and decreased responsiveness. A cat scan of the head was obtained and did show evidence of a repeat stroke. The patient is a male who was consented to the study in 2007. The index procedure was completed in 2007, and patient was symptomatic. The target lesion location was the bifurcation of the left common carotid artery. A carotid ultrasound was performed revealing the left carotid to be totally occluded and the right carotid with critical stenosis. Reference vessel diameter was 5.0. Target lesion diameter stenosis was 99% with lesion length 20.0. Total length of stented segment was 30.0. Geometry of the lesion was eccentric. Qualitative lesion calcification was described as severe and concentric. Vessel tortuosity by visual inspection was severe with at least two bends of greater than 90 degrees. After accessing the patient in the right groin with a 6fr. Sheath and performing coronary angiography, the physician inserted a sim ii catheter and accessed the right carotid artery. Multiple views of the right carotid were obtained. The sim ii catheter was then advanced to the left internal carotid and selective angiography was performed. The physician removed the sim ii catheter in exchange for a 7fr. Shuttle sheath and advanced into the left carotid artery.

Manufacturer narrative:
A 6mm angioguard was positioned distal to the lesion. A 4mm balloon was used to pre-dilate the lesion leaving a 50% residual stenosis and a precise (9x30) stent was deployed and post-dilated with a 5x30 agiltrac balloon. There was 0% residual stenosis and normal antegrade flow established. The patient tolerated the procedure well. There was no malfunction with the stent. Post-procedure medication was aspirin and clopidogrel. The procedure was completed. The patient left the angio suite neurologically intact. The patient was discharged in 2007, with clopidogrel and aspirin directed. It was reported that one week later, the patient suffered a stroke related to anticoagulation. An MRI was suggestive of a reperfusion injury. The patient was treated with dilantin and then lamictal. Aspirin and plavix were continued. The patient was stabilized and transferred for rehabilitation purposes. The following month, the patient apparently had a recurrent episode of stroke with increased confusion and decreased responsiveness. A cat scan of the head was obtained and did show evidence of a repeat stroke. A doppler study was performed to evaluate the patency of the previously placed stent. The exam was performed in the intensive care unit demonstrating an occlusion of the right internal carotid artery with antegrade vertebral artery flow on the right. There was flow identified through the left internal carotid stent with no evidence of significant acceleration of flow. Two months later, the patient expired due to complications from acute and chronic renal failure and congestive heart failure as a result of fluid resuscitation. The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.